Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevating (250 mg/dl). The customer took a correction bolus via the pump; however bg level did not closely respond. The following morning, the customer awoke with a bg level of 200mg/dl and noticed that the tubing was completely detached from the cartridge. The customer changed out the cartridge and resumed insulin. The customer's bg level was reported to be stable.